Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g1; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product exhibit signs of repeated use (nicked or gouged). It is fractured on the lateral side of the post. All pieces have been returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was fractured on an unknown date. All pieces have been returned. Attempts have been made and no further information has been provided.